Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in 2008, while in the cardiac care unit (ccu), the md inserted the intra-aortic balloon (iab) without the use of fluoroscopy. The md "thought" the catheter was in the "right position" and the pump (iap-0100) was started. The patient was moved to cag (coronary angiography) room. In the cag the pump was exchanged because the battery mode did not "work well." After the pci (percutaneous coronary intervention) was finished, the patient was returned to the ccu. "Soon after that the high pressure alarm occurred, and the md tried to change the volume from 40cc to 25cc." "In the end the iab was removed." The patient received iab therapy for a total of 10 hours. The patient expired, but not due to the iab. Additional information received the following month, stated the "battery mode didn't work well" means "the battery system didn't work after ac power failure."